Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ 22ga. Insyte autoguard needle experienced leakage. The following information was provided by the initial reporter: we have experienced leaks from the needle hub of 2 supplies: 22ga. Insyte autoguard.

Manufacturer narrative:
Pr (B)(4). Follow up MDR for correction/device evaluation. Correction : b.3. Date of event: updated to reflect correct event date. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited information, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ 22ga. Insyte autoguard needle experienced leakage. The following information was provided by the initial reporter: we have experienced leaks from the needle hub of 2 supplies: 22ga. Insyte autoguard the date of the incident was on (B)(6) 2023.